Manufacturer narrative:
The event represented is addressed in the device labeling. A malfunction did not accur. Instrument evaluated at customer site by field svc rep. Complaint eval: an investigation done by a field svc rep (fsr) revealed a worn probe on the instrument. The observation of carryover from a high sample to a low sample, thus giving a falsely high result, is consistent with and could be caused by a worn probe. The worn probe was changed by the fsr. It has been concluded that the falsely high result was due to the worn probe. The corrective action of changing the probe, carried out by the fsr, is appropriate resolution for the complaint. This is the final report.

Event description:
On 08/22/1997 the account rec'd a false positive imx hcg result of 203 miu/ml on a pt sample that was run after a positive sample. A negative result was obtained for the sample when it was run following the positive sample diluted manually 1:50. A negative result was also obtained for the sample when it was run following the high control. The false positive result was not reported. A fsr (field svc rep) visit revealed teflon was missing from the probe. The probe was replaced.